Event description:
During a scheduled procedure the surgeon stated that the mega suturecut needle driver robotic instrument was not cutting the suture and it was functioning improperly. The instrument showed that 4 lives still remained on it's usage report. RMA# (B)(4). FDA safety report ID # (B)(4).